Event description:
The customer reported that the c-arm quit working and the system would make a grinding noise. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an onsite investigation. The c-arm was reconfigured. The system was tested and operates as intended.